Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. During the inspection of the available iegms noise was observed in all channels, leading to a vf detection. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The clinical observation resulted presumably from strong external electromagnetic fields. The available data did not show any indication of a device malfunction.

Event description:
Ous MDR - electric noise on the ventricular channel, which could lead to an inappropriate shock. The patient did not receive a shock. Unknown if device is still implanted.